Manufacturer narrative:
Follow up 07-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and fever. These events are serious due to hospitalization. Abdominal pain is listed, while fever is unlisted in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case the patient had chills, fever and abdominal pain and was hospitalized for 2 weeks and 3 days. Abdominal pain associated with fever could be a sign of infection or acute abdomen, which could be an alternative explanation; however, limited information was provided and therefore causality with essure use cannot be excluded. Considering the consumer was hospitalized the case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Follow up information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (number (B)(4)) in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she has been in pain but never found out what was going on. She was admitted with chills, fever and extreme abdominal pain. She was hospitalized for 2 weeks and 3 days. No additional information was provided. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and fever. These events are serious due to hospitalization. Abdominal pain is listed, while fever is unlisted in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case the patient had chills, fever and abdominal pain and was hospitalized for 2 weeks and 3 days. Abdominal pain associated with fever could be a sign of infection or acute abdomen, which could be an alternative explanation; however, limited information was provided and therefore causality with essure use cannot be excluded. Considering the consumer was hospitalized the case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.